Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.6 cloud - hardware iphone16.2 cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been to the hospital emergency room with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 330 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and feeling lightheaded. Once at the hospital emergency room the patient was treated with 5 units of manual insulin. The patient was at the hospital emergency room for 3 hours. The patient applied a new pod the following day.